Event description:
It was reported that during a laparoscopic gastrectomy procedure, in the first device, the tissue pad fell into the patient. As the tissue pad was retrieved, no pieces were left inside the patient's body. The second device became not to be activated. Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device (b) was returned with the tissue pad melted and partially detached with the blade gouged at the tip. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade 'lockout' later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument device b batch g9k81c. Mfg date 5-31-2010. Exp date 4-30-2015.